Event description:
It was reported to tyco healthcare/kendall on november 28, 2006, that a customer had a problem with a dialysis catheter. The customer states upon removal of the permacath, a piece of the catheter tip separated and remained in the patient. The physician removed the tip of the catheter under fluoroscopy x-ray. No residual was seen on x-ray per physician. The catheter had been implanted for approximately three months.

Manufacturer narrative:
Tyco healthcare/kendall continues to pursue the return of the device for evaluation. Voicemails have been left on 11/29/2006, 12/05/2006, 12/13/2006, and 12/22/2006 for rptr but they have not been returned. An investigation is currently underway. Upon its completion, a follow-up report will be submitted.